Manufacturer narrative:
Exec summary - samples were received and an investigation was performed. This is the 1st related complaint for for plunger cap missing on the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) loose 0.5ml bd insulin syringe. The consumer reported prior to use the plunger cap was missing. The returned syringe was examined and it was observed that the plunger rod was broken nearest the thumb press. The stopper and plunger rod assembly was resting between the 11 and 12 unit scale markings. A plunger cap was returned attached to this syringe ¿ no further damage was observed. Manufacturing (B)(4) will be notified of the observed issue. Photos - on (B)(6) 2021. (B)(4) received a photo complaint from material #328468 and lot #1039670 syringe 0.5ml 31ga x 8mm : initial evaluation: examination of the photo indicates that the plunger head was not attached to the end of plunger. The end circular piece (plunger head) was not present in the photo. There appears to be no damage to the plunger rod, barrel, needle assembly unit or cap. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: air jets control the flow of the plungers entering the screw rail. When more the one plunger enters the screw rail a jam may occur. The assembly machine is programmed stop until the jam has been cleared. Any affected product is removed and scrapped. Depending on the severity of the jam the plunger head could be weakened and fall off during the assembly process or potentially break when used. Correction: adjusted the air jets to prevent plunger jams. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.5ml 31ga 8mm had sterility issues. The following information was provided by the initial reporter : the consumer reported that prior to use the plunger cap was missing. Date of event : (B)(6) 2021. Sample : yes.